Event description:
The customer called on (B)(6) 2015 and reported experiencing high blood glucose. Customer's blood glucose was 400 mg/dl. Customer treated with the insulin pump. The customer's healthcare provider changed basal rates and carbohydrate ratio settings on the device. At the time of the report, customer's blood glucose was 354 mg/dl. Troubleshooting was performed. Air bubbles were found along the tubing length, near the reservoir, measuring 1/2 inch long. No leaks were found in the infusion set tubing and insulin exited during manual prime. Upon removal of infusion set, cannula was found to be straight. Customer did not have a tubing clamp to perform high pressure test. Customer called back on (B)(6) 2015 to perform high pressure test and had received a high reading over 600 mg/dl the day before, which customer treated with injection. At time of call back, customer's blood glucose was 180 mg/dl. Insulin pump passed high pressure test and was found to be working as designed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.